Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to the use of a high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited burn marks on the tip cover. There was no patient involvement.